Event description:
During an incident on 12/19/00 involving a female patient in her 30s, this defibrillator was used to monitor the patient and it showed asystole, but the patient was awake and talking. An ambulance arrived and used their defibrillator to monitor the patient who was transported to a hospital alive. Using a simulator later, the defibrillator charged up and it appeared that the unit dumped the shock. Also, something was heard rattling around inside the unit.

Manufacturer narrative:
The returned defibrillator was tested using the customer's returned battery and patient cable and proper operation for patient treatment was verified. This testing included verification of the unit's rhythm detection circuit, ability to treat a rhythm and to monitor. The complaint of something rattling around inside was verified. The unit was returned very dirty and with pieces of broken case parts inside. The broken case parts, corroded tape deck and low voltage clock battery were replaced and proper operation was again verified. The cassette tape returned in the unit could not be transcribed, however the audio portion of testing after the incident contains a conversation between the device user and the equipment officer. The user explained that the unit displayed a flat line while he was monitoring a patient that was alive. The equipment officer monitored himself and the unit was working. They were using a "dead" battery (from the conversation) and the unit timed out during the charge several times. The customer was sent a letter explaining our evaluation. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving information relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.